Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products : 4196-88 lead, implanted 2011-(B)(6). (B)(4).

Event description:
It was reported that the device had earlier than expected battery depletion consequent of high output on the left ventricular port. The device was explanted and replaced. No patient complications have been reported as a result of this event.